Event description:
It was reported that increased force is required to press the wake button and activate display. The customer's blood glucose level was not provided. The customer applied more pressure to the wake button to address the issue.